Event description:
Per the clinic, the patient experienced pain with device use and was treated with IV steroids (date and duration not reported), and oral antibiotics (date and duration not reported).

Manufacturer narrative:
Correction: the correct PMA number is (B)(4), not (B)(4) as initially reported. Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed september 13, 2016.

Manufacturer narrative:
This report is filed october 10, 2016.

Manufacturer narrative:
(B)(4): implanted device remains.